Event description:
On (B)(6) 2015 our affiliate in (B)(6) received an e-mail from a patient (pt) who advised that he/she developed a corneal ulcer while wearing an acuvue contact lens. The pt did not advise which acuvue contact lens was worn at the time of the event. The pt advised that ¿I have myopia and astigmatism, and I did not adapt very well to glasses. I prefer to wear contact lenses. I used it for a long time and it gave me ulcers on the cornea, and in the pupil and I got treated, I was so afraid to lose my cornea that I started using glasses, my ophthalmologist said he was startled to see how hurt my cornea was ... Thank god it healed and I am wanting to start using new lenses again, I'd like very much because I am afraid of the myopia surgery. .. The last visit I made was on (B)(6) 2014 ... Can I reuse lenses again?¿ several unsuccessful attempts have been made to contact the pt. The date of the event is unknown. It is unknown if the product is available for return for evaluation. The lot # is unknown at this time.

Manufacturer narrative:
If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.